Event description:
Patient received freestyle libre 2 sensors for monitoring his blood sugar. However the product inside of free style libre 2 box was not freestyle libre 2 sensors. When scanned with free style libre2 reader patient got error message that sensor is incompatible. Product was possibly miss packed. Reference report: #mw5118291.